Manufacturer narrative:
The reported complaint was not confirmed. A complaint sample has not been received for evaluation. A definitive conclusion regarding the complaint event cannot be reached without a physical examination of the complaint sample. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis user facility reported that during treatment a blood leak occurred. The leak was reported to be an internal leak. The blood leak was not visible. No damage was identified on the dialyzer. The machine did alarm. Estimated blood loss to the patient was 200ml. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up on a different machine. The sample was requested, but was not available for manufacturer evaluation. It was discarded by the hemodialysis user facility.